Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicates impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Correction information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed broken electrodes within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the silastic was stained blue. This is not believed to be related to the return reason and does not impact the performance of the device. The device was received intact with no signs of damage. The photographic imaging inspection revealed broken electrodes within the electrode pocket. System lock was verified. Impedance values on two channels were out of range. The device passed some of the electrical tests performed. Scanning electron microscopy (sem) analysis revealed the energy dispersive x-ray spectroscopy (edx) detected trace levels of fluorine around the wires where the blue substance had ingressed. This does not match the chemical signature of the blue marker on the array and is inconclusive to a finding. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.